Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor of ophthalmology reported significant glistenings of a lens following an intraocular lens (iol) implant procedure over ten years ago. The glistenings make the lens almost appear white. The lens remains implanted.